Manufacturer narrative:
Terumo has not rec'd the actual device for eval; however, the investigation has not been completed. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, a clot was in the oxygenator. Robert rice clinical specialist spoke to gill gurinder ccp on (B)(6) 2012. The procedure was a CABG. After 90-100 mins into cardiopulmonary bypass (cpb) a clot was observed in the fx25re oxygenator. The activated clotting time (act) was greater than 500 seconds. He felt the fio2s needed to be higher than usual to attain similar oxygen transfer levels and the circuit line pressure was about 30 mmhg higher than expected. The oxygenator was not changed out and the pt was weaned from cpb w/o issue. The surgery was completed successfully with no delay in the procedure and there was no blood loss associated with this event. The pt was transferred to the intensive care unit (ICU) per routine practice and no harm was observed. The pt was awake and alert a few hrs after the procedure.